Event description:
It was reported that information transmitted through carelink indicates lv lead oversensing, consistently high thresholds, and possible loss of capture. The lv lead was connected to the rv port in the device. Additional information received indicates the lead was repaired 2 years ago for an insulation break. The device was replaced as it had reached elective replacement indicator (eri) due to reported premature battery depletion. During this changeout, low impedance with the lead was noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the distal conductor was stretched, blood/body fluid was on all conductors, the outer insulation was breached cut and melted and the lead was stretched. Analysis revealed that the device did not meet expected longevity, the cause is unknown.